Manufacturer narrative:
It was reported that the event occurred on an unknown day in august of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused, rated unknown, during a patient infusion. The device was filled with 120 mls of an unspecified medication. It was reported that the infusion time was ¿+/- 50 hours and even then it looked that there was enough liquid for some more infusion hours¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 18, 2020 - may 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.